Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple mini sub drawers failed when user tried to access. A field service engineer (fse) replaced multiple mini sub drawers control units to resolve the issue. Further the fse cleaned all mini drawer position sensor measurements and customer was able to access all mini drawers with no issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es experienced mini drawers continued to fail leading to controlled substances discrepancies like incorrect counts. The customer reported that the discrepancy occurred where the station thought that the nurse removed (-6) vials of fentanyl but that was incorrect. The customer requested replacement of drawer 1.1, 1.2, 1.3, 1.4, 1.5, 1.6, and 1.7 with 12 pockets. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.